Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. A service history record review was attempted for the subject device but could not be performed because the device is a lot/batch controlled item. The manufacture date of this item is 25-feb-2015. The source of the manufacture date is the release to warehouse date. The service history review is unconfirmed. A device history record review was completed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. A service and repair evaluation was performed for the subject device. The repair technician reported the coupler would not accept or attach to a driver blade. ¿coupler damaged¿ is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The service and repair evaluation was confirmed. The subject device will be forwarded to synthes customer quality for additional investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It is reported that during an unspecified surgical procedure on an unknown date, the end of the driver head that locks into the handle had chipped off while in use. This caused the head to spin inside the driver. The portion that was broken off was recovered and discarded. The driver head was inserted into a chucked head from the micropower pro set and the screws were removed by hand. There was no reported patient harm or surgical due to this event. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A product investigation was completed: the returned instrument was examined and the complaint condition was able to be confirmed as the coupling of the device was found to have limited range. No definitive root cause was able to be determined however based on the complaint description it is possible that a broken piece of driver blade is lodged in the coupling mechanism. The handle with mini quick coupling (311.01) is a screw insertion driver utilized in ten technique guides including: 1.5mm modular lcp, mini tibial plateau leveling osteotomy and screw removal. Relevant drawings for the returned instrument were reviewed (both current revision and from the time of manufacture): top-level and body sub-assembly. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. A device history review was performed for the returned instrument¿s lot number and no material review reports, non-conformance reports or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. Additionally no service history was able to be reviewed as the instrument is lot/batch controlled. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.